Event description:
Per the clinic, the patient experienced an infection and extrusion of the implanted device. The patient was treated with oral and topical antibiotics (specific date and duration not reported). The device was explanted on (B)(6) 2025 and reimplantation is planned but had not taken place at the time of this report.